Event description:
It was reported that the right ventricular lead triggered an alert for high pace/sense impedance. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:07. The daily pace lead impedance trend data show various spike increases for ventricular pace bi impedance equal to 684 to 1007 ohms range between (B)(6) 2012.